Event description:
It was reported there was a test failure on self inspection. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone and reporting institution phone: (B)(6).

Manufacturer narrative:
Philips authorized service personnel (asp) evaluated the device on site. It was determined that this was not a malfunction, but a self-test failure caused by user error. The asp confirmed the cause of the failed self test was due to the device having insufficient power and fully charged the device to address the issue. The self-test was performed when the device was not fully charged. The device passed all performance assurance tests and was returned to the customer. Based on the information available and the testing conducted, the cause of the reported problem was attributed to user error. The reported problem was not confirmed. The investigation concludes that no further action is required at this time.